Event description:
It was reported the lead had high impedance, oversensing and a fracture was suspected. It was explanted and replaced. No patient complications were reported as a result of this event. The patient condition was noted as 'good'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) distal conductor fractured; full lead was returned and analyzed.